Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA serial number is (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the display of the blood glucose monitor was defective. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.